Manufacturer narrative:
The customer returned the pump for alleged keypad unresponsive, battery cap damage and cosmetic damage located at the back of the pump found on 02-oct-2023. The pump passed the displacement test and self test. No stuck key alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. No damage noted on the keypad traces. The pump was received with cracked battery tube threads and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained serial number label, pillowing keypad overlay, keypad overlay texture damage and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 02-oct-2023 in the pump history file. On 09/30/2023 01:37:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On 09/30/2023 01:47:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On 09/30/2023 15:51:11.000 alarm alert notification (40). Fault number: stuck key alarm (61). On 09/30/2023 22:47:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On 10/02/2023 04:32:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On 10/02/2023 04:42:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Stuck key alarm (61) was noted in the pump history file however was not confirmed during testing. Lost sensor 1 alert (780). Stuck key alarm (61) not confirmed (during testing). Keypad unresponsive/button error alarm not confirmed. Cosmetic damage was confirmed at the back of the pump. Battery cap damage unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump battery cap and also reported that the keypad buttons were unresponsive. Troubleshooting was performed. It was found that the battery cap was broken and the crack was till the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and it will be returned for analysis.